Event description:
It was reported that a non-abbott stent was implanted in the proximal left anterior descending coronary artery (lad) in the presence of an acute myocardial infarction. After the stent was placed, an occlusion occurred in the moderately tortuous, moderately calcified, eccentric, 99% stenosed, de novo lesion in the first diagonal branch of the lad. A trek rx 2.5x15mm balloon dilatation catheter (bdc) was then advanced through the implanted non-abbott stent. Resistance was met on advancement in the lesion and force was applied. The balloon ruptured on the first inflation of 8 atmospheres for 10 seconds. The balloon was completely and easily removed from the anatomy. Reportedly, the trek balloon had been prepped inside the patient anatomy. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(6). Guide wire: runthrough. Guide cath: heartrail ll. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the preparation for use section of the rx trek/mini trek cdc instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur. Additionally, the IFU warns: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Based on the information reviewed, there is no indication of a product deficiency.